Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the MRI was unrelated to the implant or therapy. The issue was resolved as the patient was not utilizing the affected electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were interrogating the implantable neurostimulator (ins) that was implanted on (B)(6) 2020. They inquired about MRI with the impedance values of the system. They stated that all monopolar pairs were displaying the green indicator. Bipole pair 1/2 was 83 ohms. The patient was programmed with an electrode configuration of c+3-. Technical services reviewed information about impedances. No patient symptoms were reported.